Event description:
Epidural needle 20 gauge broke in half during the procedure. The needle broke just beneath the skin of the patient. This needle is designed to be able to bend. The break was not at the point of the bend in the needle. The needle was removed intact by the physician after a small punch incision was made. Steri strips applied. The patient showed no signs of neurologic impairment at the conclusion of the procedure.